Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an in.pact admiral with a non-mdt 6f sheath for the treatment of a lesion type in the patients mid superficial femoral artery(sfa). No calcification was present. Purging was not carried out before the procedure. Contrast and saline were used for inflation of the balloon. It was reported that the balloon was inflated to a pressure of 8atms. It was discovered that the balloon had a slow leak and would not remain inflated. No patient injury was reported.

Manufacturer narrative:
Product analysis #702508242: the device was returned in the original pouch. The label showed the catheter identification data. The data on the luer was consistent with lot number indicated in the product complaint form. A visual and tactile inspections were performed on the device. The balloon was unfolded. It was possible to insert 0,035 guidewire without any issue. The purging procedure was performed, but revealed a leak, since the bubble flow under negative pressure did not stop. The rubber was removed from its original position. In order to verify the point of leak, an attempt was done to inflate the balloon and the leak was found on the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue collar. It was possible to inflate the balloon but the device did not hold the pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.